Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed at this time.

Event description:
It was reported that during a procedure for the treatment of a carotid siphon aneurysm with unfavorable anatomy, a web device failed placement and got stuck in the via 27 microcatheter. The physician decided to remove all the devices all at once. Reportedly, the via 27 was delaminated. The physician used a second via microcatheter and a second web and the procedure was successfully completed without any problem.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned via microcatheter found a bend 54.5cm from the end of the distal tip and a damaged delaminated section 1.2cm to 9.8cm from the end of the distal tip; furthermore, an in-house web experienced heavy resistance/friction at the site of the damaged delaminated section while attempting to advance through the microcatheter during functional testing, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the via-27 experiencing forces over specification during the attempt at removal as described in the reported complaint. The web and neuronmax catheter used in the procedure were not evaluated as a part of this evaluation, so the investigation could not determine if they had caused or contributed to the reported complaint.